Manufacturer narrative:
The device has been returned to the manufacturer where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Leaking dacapo powerpack was received at service's repair. Reportedly, the user did not come into contact to battery chemistry. Moisture issues are mentioned on the repair form.

Manufacturer narrative:
Conclusion: the returned device supplemental sheet for rechargeable batteries was inspected upon arrival. According to the received information and image, a mechanically damaged housing was observed, most likely due to external mechanical stress. The damage to the battery housing was clearly the reason for the malfunction of the device. This is a final report.

Event description:
Leaking dacapo powerpack supplemental sheet was received at service _ repair. Reportedly, the user did not come into contact to battery chemistry. Moisture issues are mentioned on the repair form. There was an additional crack found on the cap but there was no leakage from this crack but from the housing crack.